Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons ) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the failure was the response button ribbon cable was worn and making intermittent contact. The root cause for the worn cable and intermittent contact was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that an irsael monitor had non-functional response buttons.